Event description:
The customer reported that the device would not cut during a hysterectomy. The surgeon opened another device to complete the procedure. There was no pt injury. The device was returned with the device knife exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.